Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device exhibits an ECG leads failure due to a faulty ECG connector. It was reported that the alleged failure was observed while in clinical use. However, no adverse patient impact was reported by the customer.